Event description:
It was reported that an unsuccessful attempt was made to pass a 2.5 x 14mm endeavor resolute stent to a target lesion located in the first diagonal branch of the lad which is reported to have 92% stenosis. The lesion was predilated with a 3.0x10mm sprinter balloon and an initial 2.5 x 24mm endeavor resolute also failed to cross the lesion. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the 2.5 x 14mm endeavor resolute device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. The distal tip was flared. A number of struts on the 1st distal segment were raised and pulled distally. The 5th and 6th proximal segments were deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: lesion morphology- (90% stenosis). Inherent risk of procedure - (stent deformation). Deformation problem conclusion results: lesion morphology- (90% stenosis). Inherent risk of procedure - (stent deformation). (B)(4).